Event description:
Impella cp access via axillary site s/p CABG with sudden stop failure the morning of (B)(6) 2026 which caused loss of mechanical circulatory support for the patient. Patient with rapid clinical decompensation. Team attempted troubleshooting without success. Company representative assisted with trouble shooting via phone without success to re-establish mechanical circulatory support. While attempting to get impella working, patient's medical therapy was escalated. Pt: 1918, 1914. Device: 4019, 3023. Reference report # mw5190718. Report captures impella controller #2.